Event description:
(B)(6) used the c2600 handpiece together with the c4601s tip during liver surgery. The tip was broken in two parts after 10 minutes. The panel showed the tip alarm. Additional info was requested and on (B)(4) 2015, the following was provided by the distributor: after 10 minutes of usage, there was no amplitude output. The brand new tip was not being used on the patient at the time it broke. The broken pieces were retrieved in its entirety. The tip was not being used near or next to another metal instrument. There was no patient injury to the (B)(6) male patient. A replacement tip was available to be used after the cusa tip broke. There was a 15 minute surgery delay. The equipment was set at 70% amplitude setting to ablate soft tissue, tumor.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.